Event description:
Pt underwent mediastinscopy in the or. Following the procedure, while surgical instruments were being decontaminated, it was noted that needle was missing from the end of needle tip aspirator. Chest x-ray revealed approx 1 cm long, 1 mm thick needle to the right side of mediastinum. Pt was returend to surgery for unsuccessful attempt to retrieve needle.